Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the shaft and hypotube, consistent with the stent delivery system (sds) advanced over the guide wire into the guiding catheter. The stent implant was stationary on the tightly folded balloon between the markers. There was a bent strut (facing distally) in the eleventh row of the middle portion of the stent implant, confirming the reported stent damage. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. The stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. However, the reported difficulties were unable to be confirmed as the returned sds was advanced and retracted through a new 6 f guiding catheter without resistance noted. It is possible the sds was not properly supported during advancement in the guiding catheter, contributing to the reported resistance and stent damage as there was no damage noted to the sds or stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to position or remove for this lot. There is no lot specific product quality deficiency. The reported difficulties with the guiding catheter were unable to be confirmed; however, the stent damage appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, runthrough ns. Guide cath: launcher 6 f ebu 3.5. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the target lesion was in the left anterior descending artery (lad #7), with a vessel diameter of 2.5 mm, and a lesion length of 20 mm, with no tortuosity, no calcification, and is an eccentric, 75% stenosed and de novo lesion. During advancement of the 2.5 x 23 mm xience v stent delivery system (sds), resistance was met in the non-abbott guiding catheter; therefore, the sds was removed. After withdrawal of the sds, the stent struts were found to be flared. (Though not reported, it is suspected that resistance was also noted during withdrawal of the sds in the guide catheter). The same size of xience v stent was deployed to complete the procedure. No adverse patient effects were reported. No additional information was provided.